Event description:
The complaint involved a ext set, smallbore with clave¿. It was reported that there was black contamination found on the front part of the product tubing. There was no patient involvement, no patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one (1) used list #011-c3302, ext set, smallbore with clave. The presence of a black particle inside the luer was confirmed. The black particle was compared to the tappi size estimation chart, these particles are acceptable per the criteria. These are a cosmetic error but do not affect function and are not loose in the fluid path. The particles are embedded in the plastic and not loose in the fluid path. Customer complaint of a black contamination is confirmed, probable cause is a molding error in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified